Event description:
(B)(4) clinical study. It was reported that angina and in-stent restenosis (isr) occurred. On (B)(6) 2013, the patient presented with unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was a de-novo lesion located in proximal saphenous vein graft (svg) to 1st obtuse marginal (om) with 75% stenosis and was 24mm long with a reference vessel diameter of 3.50mm. The lesion was treated with direct stent placement using a 3.50 x 28mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. The target lesion #2 was a de-novo lesion located in distal svg to right posterior descending artery (r-pda) with 70% stenosis and was 14mm long with a reference vessel diameter of 2.75mm. The target lesion # 2 was treated with direct stent placement using a 2.75 x 16mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2014, the patient experienced left substernal chest pain suggestive of unstable angina. On the following day, the patient was hospitalized and cardiac catheterization was recommended. Subsequently, coronary angiography was performed and revealed 95% isr of the previously placed 3.50 x 28 mm promus element¿ plus stent and stenosis in svg to 1st om. The physician was treated it with balloon angioplasty and placement of a 3.5 x 38 mm, 3.5 x 22 mm and 3.5 x 22 mm non-bsc stents, with no significant residual stenosis. In addition, the 95% in-stent restenosis of a non-bsc stent located in mid left circumflex was treated with balloon angioplasty and placement of a 2.5x 18mm non-bsc stent. Following post dilatation, residual stenosis was 10%. One day post procedure, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).